Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, while performing the stomach clamping, the surgeon was not able to squeeze the handle and the device did not fire. The stapler caught when it went to be fired with the purple charge of 60, the load was changed and the stapler normally shot. Immediately after the error was identified, the component has been changed and they have completed the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.